Manufacturer narrative:
Manufacturer ref no.: (B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04704 can be removed from the FDA database.

Event description:
On (B)(6) 2016 the customer reported no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced while running a loaded set. System error 345 was confirmed through a review of the event history log and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345. It was also reported there was no patient injury.